Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿in speaking with the olympus technical assistance center (tac) via phone, the light source had a b30 scope communication error. The event was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Not close to unit to troubleshoot. The customer will call back. Be warned him that the problem could be the scopes or the tower itself. Olympus will continue to monitor field performance for this device.